Event description:
A peritoneal dialysis reported that dialysis solution leaked on the floor. The patient noticed solution dripping onto his slipper. Patient checked the unused lines and noticed they were unclamped. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specifications.